Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: frequent low battery warnings were observed in the alarm history. The pump's electrical current draws were tested and were determined to be within specifications. Moisture corrosion was confirmed in the battery compartment. Moisture ingress into the pump was confirmed through the battery compartment. Additional moisture damage was found inside the pump on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter alleged moisture in the battery compartment, denied damage to the pump and battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.